Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that his son was wet and it seems that it was from the feeding tube. It was checked in the patient and they found that the tusteno tube escaped in the distal part at the entrance. They attempted to fix it but was unable to. Per additional information received on 11aug2022, there was no medical intervention required. Per additional information received on 16aug2022, the "tusteno tube" refers to dobbhoff feeding tube.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed since no photographs nor actual samples were submitted for evaluation. During the investigation, a review of the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. An improvement opportunity was detected on the product design. A formal corrective/preventative action (CAPA) was created to address the reported condition and to identify improvement opportunities to the product design. The CAPA will modify the design and assembly process of the enfit y-port assembly. This design modification will include modifying the current molds for the enfit connector and y-port body to change the device from a winged enfit connector and y-port body design to a no-wing design.